Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital with a heart rate of 9 beats per minute with asystole due to intermittent capture. The patient was lightheaded and near but not yet syncopal upon admittance. It was noted that the non-boston scientific right ventricular (rv) lead impedance had increased to 1600 ohms, and the left ventricular (lv) lead impedance had increased to 1800 ohms. Additionally, the thresholds for the left and right ventricular leads had also increased. Multiple stored episodes of pacing inhibition and non-sustained ventricular tachycardia episodes due to noise were also noted, with an unknown length of asystole. A chest x-ray was taken, and it was observed the leads may have been twisted slightly due to possible twiddler's syndrome, however, still remained in contact with the cardiac tissue. Information was received that a lead revision had taken place, and the non-boston scientific rv lead was surgically abandoned, and the rate/sense portion of a previously surgically abandoned transvenous lead was used. During the procedure, slight damage was noted on the non-boston scientific rv lead and the right atrial lead, and was repaired successfully. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.